Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the last stored transmission revealed an episode of noise on the right ventricular lead. The noise appeared to be due to high frequency electrical interference. All electrical measurements were stable. The patient's condition was fine. No intervention was reported.